Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). For serial number (B)(6) review of the most recent repair record determined that the mesher was out of calibration. The left side plate, bottom roll, and gear were replaced and resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. For serial number (B)(6) the event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was providing an incomplete mesh. No adverse events were reported as a result of this malfunction.